Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the guidewire tip appeared to have been shaped. The guidewire was broken/fractured 4.8cm from the distal end. The nitinol was broken with the core wire and platinum wire visible but not broken. The core wire distal end was observed through the distal tip dome. The guidewire was soaked in water. After soaking the guidewire, it was inspected wet. The hydrophilic coating was intact. The guidewire distal tip revealed no swelling/bulge and no anomaly on its distal tip. The guidewire was noted to have ptfe peeling from the proximal end to 43.8 to 52.6cm from the proximal end. Functional inspection was not applicable due to fracture/break. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging, the dispenser hoop was flushed before removing the guidewire and no resistance was encountered when removing the guidewire from the dispenser hoop, the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared for use as per the dfu, continuous flush was set up and maintained throughout the clinical procedure, the patient's anatomy was moderately tortuous, and a microcatheter was used in the procedure in conjunction with the subject device. During the visual inspection, the ptfe coating was noted to be peeling from the proximal end to 43.8cm to 52.6cm from the proximal end. The guidewire was noted to be broken/fractured 4.8cm from the distal end. The nitinol tubing was broken with the core wire and platinum wire visible underneath but not broken. No other anomalies were noted to the returned device. A functional inspection was unable to be performed due to the fracture/break; however, the analysis results are consistent with the reported event as the damage to the wire would have caused resistance in the microcatheter. Based on the analysis and information provided, it is probable that the guidewire experienced high tension and/or torsion forces during manipulation of the wire through the microcatheter, and this caused the wire to fracture. An assignable cause of procedural factors will be assigned to the as reported 'guidewire difficult to advance' and the as analyzed 'guidewire distal tip broken/fractured during use' since these issues are associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but performance was limited due to procedural and/or anatomical factors during use. The ptfe coating damage most likely occurred as a result of interaction with an accessory device. The damage noted is consistent with backloading the proximal end of the guidewire into the distal end of the introducer and pulling it through the introducer at an angle. An assignable cause of handling damage will be assigned to the as analyzed 'guidewire ptfe coating peeling' since this defect is associated with handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.

Event description:
Analysis of the returned device found that the ptfe coating of the subject guidewire was peeled, and the distal tip of the subject guidewire was broken/fractured during use. There were no clinical consequences to the patient reported as a result of this event and the procedure was completed successfully.